Event description:
It was reported that the vns physician was having problems with the (B)(4) handheld computer over the last several months which involved the screen freezing after the interrogation successful screen. During the events, the screen would not proceed to the next screen. The physician was performing hard resets to resolve it; however, it was reported that he is tired of having to do this. A replacement programming system was provided to the physician. The programming system in question was returned to device manufacturer for analysis on (B)(4) 2013. Product analysis for the returned handheld computer and software was completed. The alleged screen freeze complaint is a known issue while operating in the (B)(4) handheld computer. No further testing is required for this particular event. Other than the above mentioned observations, the flashcard and software performed according to functional specifications. No issues were observed with the retuned handheld. The handheld performed according to functional specifications.